Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was indicating that live and reference monitor had no display. Fse switched and cleaned the ippc graphics card, graphics card drive was not detected. Fse replaced graphic card to resolve the issue. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live and reference monitor did not display a signal. The system was in clinical use, no harm has been reported to philips. A philips service engineer inspected the system onsite and identified an issue with the graphics card in the image processing pc. The engineer replaced the graphics card and the system has been returned to use in good working order. Philips is further investigating this event.